Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not complete the load process and the pump did not alarm that insulin was not being delivered. The customer's blood glucose level was 140mg/dl. During a review of the pump logs it was verified that the resume pump alarm did not announce and the customer was advised by tandem technical support to monitor the pump.